Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned device consisted of a sterling balloon catheter, loosely folded and there was blood in the balloon and lumen. During lab analysis, a guide wire was loaded onto the device, however, the guide wire broke through the inner at the edges of the proximal makerband, causing additional damage. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the tip of the device, and from the inner, inside the balloon. Microscopic inspection found holes in the inner shaft, on both sides of the proximal markerband. Microscopic inspection found no irregularities or damage to the tip. Microscopic inspection revealed a pinhole 106mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilation; however, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.